Event description:
It was reported that the left ventricular lead exhibited high capture thresholds after an implant of a ventricular assist device. The lead was initially turned off. The physician capped the lead on (B)(6) 2018. The patient was stable post procedure.